Event description:
Event description guidant received information that after one year of service, this left ventricular implantable lead dislodged into the right atrium. The lead was explanted, replaced and returned for analysis.